Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to hospital twice for gastrointestinal bleeds. The first admission was (B)(6) 2017. On (B)(6) 2017, the hematocrit (hct) was 32.1%, and no blood products were given. A capsule study was negative for active bleeding. On (B)(6) 2017, the hct was 26.3%. The patient was again admitted from (B)(6) 2017. The hct on (B)(6) 2017 was 33.9%. Esophagogastroduodenoscopy was completed, and no active bleeds were found. The patient was treated with octreotide. On (B)(6) 2017, the hct was 30.4%. No blood products were given. No additional information was provided.